Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/31/2022, it was reported by a sales representative via email that a patient has undergone revision surgery due to an ar-9501-05p univers revers humeral stem becoming loose from the suture cup. No further details have been reported at this time. Additional information received on 11/2/2022: due to lack of rotator cuff, patient had a tsa procedure done on (B)(6) 2022. During this procedure, a 24 augmented baseplate, a 36+4 glenosphere, a 5 stem, and a 36 suture cup were implanted. When the suture cup and stem became loose, revision surgery was performed on (B)(6) 2022 to have both stem and suture cup removed. Both surgeries occurred at the same facility and performed by the same surgeon.

Manufacturer narrative:
Visual inspection confirmed that the two pieces are loose. Further investigation found that the central screw connecting the two pieces is loose. The central screw tightens and locks with use of t10 screwdriver. Probable causes include but are not limited to inadequate fixation of the central screw intra-op or screw loosened naturally post-op. Complaint was confirmed.